Event description:
It was reported that pump displayed malfunction code 16 that could not be reset, with no additional notable events described prior to the issue and caller declining to provide information about blood glucose levels. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode and return it using a prepaid label, and was informed that a replacement pump would be shipped and would need to be programmed with existing settings and connected to customer¿s continuous glucose monitor.